Event description:
It was reported that high threshold and high out of range high voltage lead impedance were observed on the lead. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.